Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ping meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 6 am. The patient stated that she manages her diabetes with humalog insulin (pump therapy) and due to the alleged issue she estimated and gave herself the necessary dose of insulin to address the high symptoms (unable to recall type or amount) she was experiencing. She claimed that by the time she woke up, at 6am, she was already feeling thirsty and nauseated and that is when she attempted to use the meter. The patient denied any additional or separate medical intervention. During the initial call with customer service, the agent noted that the patient was using the correct strips and there was no information of misuse of the device. Replacement products were sent to the patient. Although, the patient was self treated for symptoms suggestive of hyperglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. Therefore, the meter did not contribute to the patient's symptoms. In addition, the treatment received correlated with the patient's symptoms and there is no indication she received inappropriate treatment. However, this complaint is being reported because, the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contaminated/ corroded battery contact and battery leakage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.